Event description:
It was reported that a minimum fill notification occurred, and the customer was attempting to load a new cartridge. The customer's blood glucose level did not exceed 500 mg/dl, indicating that there was no adverse impact on their blood glucose level. To resolve the issue, the customer successfully loaded a new cartridge and was advised by technical support to clean the pneumatic tap area on the pump with an alcohol wipe or lint-free cloth and to follow up if the issue persisted.